Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had no delivery alarm. Customer's blood glucose level was 345 mg/dl at the time of incident and current blood glucose level was 307 mg/dl. Customer experienced symptoms such as nausea. Customer not feeling ok to trouble shoot. Trouble shooting was performed for no delivery alarm and tried all remedies. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be and reservoir will not be returned for analysis.